Manufacturer narrative:
Inspection of the download data found that the pod did not generate any hazard alarms during operation. No abnormalities were observed in the download data. Corrosion was observed on the commutator cap and bottom battery. All three battery voltages were measured to be lower than expected. The shelf mode current was measured to be within specification. The fluid leak test was run and no leaks were observed. The observed corrosion can be confirmed as the cause of the low battery voltages, however the source of the internal fluid and corrosion could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level declined to less than 3 mmol/l (54 mg/dl) while wearing the pod between 25 and 36 hours. The pod generated multiple low and urgent low glucose alerts and entries such as ¿no active pod¿ and ¿activate a pod to start insulin delivery.¿ the device investigation observed an internal corrosion of undetermined origin.